Manufacturer narrative:
Device evaluation: one device was returned for evaluation. On visual inspection it was observed that one of the items in the kit was caught in the packaging seal leading to a breach in the sterile packaging. The complaint is confirmed. The root cause is attributed to poor placement of components inside the packaging prior to sealing the package. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
Device evaluation: one device returned for evaluation. The evaluation is in-process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.